Manufacturer narrative:
Based on the claim against the product by the customer noting the customer was experiencing intermittent bipolar issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to confirm or replicate the reported issue. Fse proactively replaced the e-100 generator as part of service. After replacement, the system was retested and verified as ready for use. Intuitive surgical, inc. (Isi) received the e100 generator involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The returned e100 generator was installed into the test system, and investigation was able to replicate the reported issue. The e100 generator was installed into the test system, and it worked with the test synchroseal instrument installed. Failure analysis used the synchroseal with a saline dipped gauze in the jaws and fired the yellow pedal for activation of cut/seal about 100 times and the e-100 generator would misfire intermittently. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable cause is identified to be a component failure on the e100 generator. This complaint is considered a reportable event due to the following conclusion: the customer reported having intermittent bipolar issues with the e-100 generator and failure analysis confirmed component failure on the e-100 generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the customer experienced intermittent bipolar issues on the e-100 generator, and the blue fiber cable would fall out periodically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.